Manufacturer narrative:
A product investigation was completed: one (1) small hexagonal screwdriver with holding sleeve (part 314.020, lot 2018504, manufactured november 2001) was returned with a complaint stating that the handle of the instrument had chunks broken off, a cracked interface, and a bent dowel pin. The complaint was able to be confirmed as the handle was missing material at multiple locations, a 13mm crack could be found running longitudinally across the dowel pin, and the dowel pin was bent downwards on both sides. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The small hexagonal screwdriver with holding sleeve (314.02) is a common trauma instrument, noted in many system technique guides including: small fragment , 2.7mm/3.5mm va lcp elbow and standard tibial plateau leveling osteotomy. In each system the driver is utilized to insert screws with 2.5mm hexagonal recesses. The returned instrument was examined and the complaint condition was able to be confirmed as multiple locations of the handle were chipped and a 13mm cracked could be found running longitudinally across one of the dowel pins. Although the absolute root cause could not be determined, the device is 15+ years old and the returned condition is consistent extensive wear and repeated sterilization of the device over an extended lifetime. The handle of the driver is phenolic le grade, and is susceptible to becoming brittle after being subjected to years of thermal cycling which routinely occurs during sterilization cycles. A review of the design drawings was performed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement reported. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing site: (B)(4), manufacturing date: 20. Nov. 2001, 314.02, 2018504. No ncrs were gene rated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during sterile processing, a screwdriver was found to be damaged; the handle has broken chunks and the locking pin is bent and cracked at the interface. No patient involvement and no patient harm; no surgical delay reported. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).